Event description:
Hcp reported right thalamic hemorrhage after dbs lead implant. Patient tolerated implant procedure well, however, postoperatively it was noted that the pt had some left-sided paralysis. Patient was unable to speak or form words, however, was able to vocalize. Patient also had left-sided facial droop. A post-op CT of the head was performed and it was noted that the patient had right thalamic and intracranial hemorrhage. Patient was evaluated by speech pathology and deemed high risk for aspiration due to oropharyngeal dysphagia. A dobbhoff tube was placed for nutrition, and the patient underwent physical and occupational therapy. Neurology exams and consult were obtained to evaluated the cause of the patient's hemorrhage. The results of the stroke workup were that the basal ganglia bleed was an unfortunate intraoperative event. Hcp felt there was no prophylactic intervention that could be undertaken to prevent a future bleed. At the time of discharge from the hospital, the patient was in stable condition, still had left side facial droop, difficulty swallowing and swelling in the lower left extremity. Patient was transferred to a rehabilitation facility. No report of device explantation due to the patient's condition it was felt that the implantation of the generator would be deferred until the patient was in better condition.